Event description:
While using a byte day aligner, patient reported that they are experiencing excessive bleeding, sensitivity all over their mouth. It feels like their mouth burns and like they are being cut around their gums. Patient has marked on their contact form, allergic reaction, inflammation, blisters, gingivitis, sensitivity, and discomfort as all true, symptoms. Patient provided tips and educated on smoothing sharp areas with their file and on bleeding.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.